Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, over a year ago, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. The procedure was discontinued; the final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On an approximate date, on (B)(6) 2025, the patient returned with grade 4 mitral regurgitation. On (B)(6) 2025, the patient underwent open heart surgery and both mitraclips were explanted. During the procedure, it was identified that one of the clips had opened while locked to approximately 30 degrees. Additionally, there was a tear on one of the leaflets. Once, the clips were successfully explanted an epic 33 was successfully implanted and the procedure was discontinued.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. A cause for the reported tissue injury could not be conclusively determined. The reported mitral regurgitation is a cascading event of the clip opening while locked. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.